Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-02739 and 1627487-2012-02741. The pt received four leads (from three separate lots) as part of her scs system. It was reported the pt experienced ineffective stimulation. Reprogramming efforts were unsuccessful at resolving the issue. It was reported the physician recommended an explant. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.